Event description:
It was reported to philips that the system failed to start up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the host pc could not boot up. As part of troubleshooting, the fse checked the power supply to the host pc and determined that it was functioning normally. The nvdia card, memory bar and related plugs were reseated and it resolved the issue. However, the customer insisted on replacing the host pc. The host pc was replaced and was returned to philips for further analysis. The analysis of the host pc could not determine any failure by the supplier's part analysis. After replacement, the system was returned to use in good working order.